Manufacturer narrative:
G4:18mar2021. B4:20mar2021. The device was reported to have been in testing; there was no delay to patient therapy. An authorized service personnel(asp) was dispatched to the customer site, and it was determined that the blower assembly needed to be replaced to return the device to working condition. The asp replaced the blower assembly to resolve the issue and bring the device back to functionality. Following the repair, the device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 20jan2021.

Event description:
It was reported to philips that the device was making noise. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.